Event description:
It was reported that st segment elevation occurred. A pulse field ablation (pfa) procedure for paroxysmal atrial fibrillation was performed using a farawave catheter under general anesthesia. A non boston scientific sheath was placed and the transeptal puncture was performed with a versacross fixed wire. The dilator and versacross were exchanged for a farawave catheter. The farwave catheter was advanced into the left atrium and prior to the first application of ablation st segment elevation occurred in electrocardiogram leads ii, iii, and avf. The st segment elevation began to resolve and the physician administered nitroglycerin. St segment elevation fully resolved and the procedure continued. When attempting to deploy the farawave catheter in the right inferior pulmonary vein, the splines of the catheter inverted. The farawave catheter was removed from the patient and the splines were unable to be manually adjusted. The farawave catheter was exchanged and the procedure was successfully completed.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.